Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window.

Event description:
It was reported that the customer is experiencing blood glucose level above 300 mg/dl. The customer is on the insulin pump and cannot lower his blood glucose level. Customer reports that the insulin pump is not bringing sugar levels down. The product is being returned. Nothing further to report.